Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a delivery anomaly on his insulin pump. The customer's blood glucose level was 243 mg/dl. Customer stated that he does not think the basal rate is being delivered and thinks the reservoir has not moved. The displacement test was not done and the customer had assistance with programming the pump from a diabetes educator. Customer stated that he forgot to fill the cannula dead space after removing the introducer needle. Customer did not program another prime after reconnected and disconnecting instead of doing a prime into the air. Customer's alarm history is normal but had a couple of no delivery alarms. Customer reported that the doctor and the nurse changed his settings. Customer was advised to monitor the pump. Customer does believe that the pump is delivering insulin at this time. No additional information provided.